Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters, nc trek rx, instruction for use states: the nc trek catheter should be flushed with heparinized normal saline and then the protective sheath can be slid off the balloon. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
Subsequent to the previously filed report, new information has been received as follows: the protective sheath was removed prior to flushing the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. The 2.5 x 8 mm nc trek balloon would not inflate at all. The balloon was prepped per the instructions for use without any issues noted. There was no resistance felt during removal of the protective sheath prior to use. There was no resistance felt during advancement of the balloon catheter to the lesion. The balloon was removed from the patient and replaced with another of the same type and the procedure was used successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.